Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited a gradual rise in thresholds, and eventually would not capture at maximum output. The his lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.